Event description:
The pt stated that she feels that the pump is not delivering insulin accurately. She stated that her blood glucose values have been as high as 400 mg/dl. During troubleshooting, it was determined that the pt had inadvertently programmed a temporary basal rate. The pt reported that she has also experienced low glucose feelings. The pt indicated that her dr. Recently took her off of acupril (low blood pressure medicine) and states that the low "feelings" she may be experiencing could be attributed to low blood pressure. The pt switched to her back up device and reported that "her blood glucose values improved drastically." No med assistance was required. Product was requested to be returned for evaluation.